Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (rep): information was received from the company representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient saw no device found on controller, low battery was most common issue, but ins had a charge around 70%, this had been occurring multiple times over the past few days. Additional information from rep later day stated that battery drain while stimulation was off in a matter of a few hours. Rep stated the patient was 100% charged at 11 pm and it was down to 70% charged at 2:30am. It was reported the patient charged to 90%, and it was unable to verify if patient did see 70% charge a few hours later. Rep stated the ins was off at the time and usage was around 28% - due to hd setting only when need it, and patient had good therapy then on. The patient allegation was the battery 10-20% in a few hours when ins was turned off. No further complication and no symptoms were reported.